Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device displayed "ECG lead off" and "ECG fault 4" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.